Event description:
This event was reported as 3-4+ insufficiency noted on echocardiogram at follow-up visit. The insufficiency appeared to be through the valve in the coronary cusp beneath the left coronary. This was also eccentric toward the commissure between the left and right leaflets. The pt continued to have atrial fibrillation post-op. No further info was provided.